Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the patient sustained some burns at the armpit area which was treated with dressings. It appears that the surgeon was using a cp90 electrode, but was not using the suction tubing; the clip may not have been secured; fluid pressure in the tube became heated; and heated saline dripped onto the patient creating the reported "burn."

Manufacturer narrative:
The complaint device was received at mitek and given a visual examine; the device appeared intact and in good condition. The device was forwarded to the manufacture for a root cause failure analysis. The complaint device was first visually examined; the device shows signs of having been in a body, the suction tubing has a clamp kink and there are signs of sterilization, however, no signs of damage. The device was electrically and functionally tested; the electrode passed all electrical and functional testing, there is nothing electrically or mechanically which would cause the issue reported. A destructive physical test was performed; the device was split in half to visually examine the interior of the device, there were no visual signs of damage or saline leakage within the handle. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. There is no fault with the complaint device. The reported complaint verbiage states: "..but was not using the suction tubing; the clip may not have been secured; fluid pressure in the tube became heated; and heated saline dripped onto the patient creating the reported 'burn'." Use of the device without suction is not recommended and warned against within the IFU for the device. The IFU states the following: warnings: failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient. For electrodes with suction, attach the suction adapter to the standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in the range of 300 mmhg to 700 mmhg. Precautions: failure to maintain the recommended suction may result in device failure. We attribute the root cause for this event to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.